Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer, a special needs child, inadvertently administered 3 extra boluses in the middle of the night (5.1 units, +8 units,+2,75 units) between 0.50am and 01.40am. The customer's blood glucose (bg) level was 46 mg/dl and as it was routine, customer's parents assisted with the low bg treatment by providing customer with food, milk and one glucose tablet. Low bg did not cause any injury. Customer's parents believe the customer figured out the pump pin code and was able then to deliver the boluses. The parents disconnected the pump and reverted to using insulin pens for insulin therapy. Reportedly, the parents have been in contact with their healthcare provider to discuss the event.